Manufacturer narrative:
This report is being filed to correct the product details.

Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged. The pin was separated from the lead during device change. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged. The pin was separated from the lead during device change. This rv lead was surgically abandoned. No additional adverse patient effects were reported.